Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope was found to have a burn on the plastic distal end cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the plastic distal end cover burn was caused by the use of a high-frequency instrument without sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.